Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results as compared to another meter (onetouch ultramini). The reporter could not recall any specific blood glucose values. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.